Event description:
A zoll distributor returned a monitor sn (B)(4) indicating that it failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor failed incoming functionality testing. The cause of the failure is likely corrupted software. The issue was corrected upon reprogramming. The root cause of the corrupted software cannot be positively identified. No adverse event resulted from the corrupted software.